Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible. It was noted that the physician suspected the noise was due to the lead or a set screw issue. When the lead was connected to the pacer, no noise could be seen. The lead and the pulse generator was explanted and replaced. The patient was in stable condition prior, during, and post operation.